Event description:
This was a lead extraction case performed in the ep lab to remove 5 leads due to infection. Four leads came out without incident. The fifth lead, mdt 6944 (tined) was prepped with an lld-ez. The physician began with a 14f glidelight (gl), and lased to the svc before the svc/ra junction. No further progress could be made, so the physician upsized to 16f gl. The case then progressed through the svc/ra to the tip. In the rv apex, the physician lased to the last centimeter. The physician tried traction, but was unsuccessful. He lased a little more, then applied traction, and the lead came out. Approximately 1 minute later, the bp dropped. He determined it was an effusion in the rv. The lead had a significant amount of tissue on it. The rescue did not proceed smoothly, but the physician did crack the chest and found a perforation of the rv apex, which was repaired. The patient had an irregular rhythm, which could not be regulated or corrected. The patient died on the table